Event description:
The user facility reported catheter breakage on the terumo surflo i.v. Catheter. At the ward (B)(6), a patient had been injected with soldem 3a 500ml and kcl 10meq using infusion pump at 80ml/h. At 5:08am, as leakage was found, the nurse changed the access from the right hand to the left hand. Upon checking the catheter, including catheter tip, before insertion, nothing irregular was noted. Although the patient's vein was thin, no difficulty was noted in catheter insertion. The inner needle was smoothly removed. When the user started the drug injection by infusion pump, he/she noted the occlusion alarm rang. However, the infusion was able to be started after they removed the alarm. At 10am, the user treated occlusion alarm, but it was removed and encountered no irregular condition. At 12 noon, the patient made a nurse call and informed them that he/she heard a bursting sound, then observed leakage. The patient blood permeated the surgical tape, which was securing the catheter. The tape adhered to the skin and covered up the connection part of the infusion route. The surflo was confirmed to be broken at the root. It was inspected if the catheter breakage was being lodged in the patient body utilizing ultrasonic examination and CT scan, but it was not able to be identified hence the patient was decided to be monitored. At 3pm, the patient claimed that he/she felt like being contacted by foreign substance. Hence, the incision was made for the affected portion under local anesthesia. The tip of the surflo, which measures 3cm had been found to be left in the patient vein. The breakage was successfully removed. The patient was reported to be fine.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number, UDI - not required for product code, implanted date: device was not implanted, explanted date: device was not explanted, device manufacture date - unknown due to unknown lot number. One piece of catheter was returned for investigation. The catheter tube was confirmed to have been broken at 1mm away from the root. Upon closely checking the broken portion under microscope, the fractured cross section was smooth, and the shape was oval, which indicates it was likely cut by sharp items, such as scissors. Manufacture inspection record check: the concerned product is continuously produced by fully automated machine, from the assembly of inner needle and catheter, cap, and protector attachment through to the boxing process. We reviewed our manufacture process and confirmed that the process has no area where the sharp device, such as scissors, could have contacted the products. The manufacture inspection records for 6 months were traced back and reviewed, wherein no defect, which may have contributed to scratch or breakage on catheters were detected. Based on the provided information and investigation results, if the tensile or bending force were applied to the concerned product, it would be elongated first and not easily broken, from the nature of the concerned type of product. No trace of elongation was observed in the received sample. On the other hand, based on the characteristics of the fractured surface, it was presumed to have been cut by a sharp device such as scissors. However, we are unable to identify the specific root cause. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).